Event description:
A pump and catheter were returned to the manufacturer after a replacement due to normal early replacement indicator (eri).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter (B)(4). Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter serial number (B)(4) found catheter body user related hole. Interrogation of the pump found it was used to infuse baclofen and hydromorphone.